Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's power supply on the wireless transceiver.

Event description:
Customer reported an issue with the panorama central station's wireless transceiver, which may have affected telemetry monitoring. No pt injury was reported.